Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited high amplitude noise via merlin. Net transmission. In 2013, externalized conductors was visually confirmed and the lead performed within normal range and was connected to the current device. Programming change was made. The patient was stable and discharged. The patient will continue to be monitored.